Event description:
During patient setup for proton therapy, after cbct imaging, the hmi displayed coordinates matched the planned values; however, a positional deviation of approximately 3 cm in the x-axis was confirmed using a laser marker. This discrepancy was resolved after re-performing the setup and verifying with pias 2d-2d matching mode. No patient injury occurred, and treatment proceeded normally after correction. A software anomaly in the patient positioning system (pps) may cause a mismatch between the commanded error correction parameter flag in the command data and the commanded error correction parameter flag in the command data of the couch controller, resulting in unintended positional deviation while the hmi continues to display the planned coordinates. The investigation suggests that the error-correction parameter may fail to be applied as intended at a rate of (B)(4) occurrences out of approximately (B)(4) operations (reproduction probability of about (B)(4)). In case where treatment begins without patient position verification after a software anomaly occurs in the pps, there is a risk of delivering radiation to non-target tissue, potentially causing serious injury. The incident was reported on december 5, 2025, and logs were reviewed immediately. No health injury has been reported. While the events observed do not currently present an unreasonable risk of substantial harm to public health, we determined that this is a 30-day reportable malfunction due to a potential risk that may arise when the operator does not follow the operating manual and skips the required x-ray-based patient position verification, which could allow a positioning mismatch to go undetected. At this time, no service bulletin has been issued and no user training has been conducted; these will be prepared as part of the corrective actions. In addition, we plan a software correction to detect any mismatch between the commanded error correction parameter flag in the command data and the commanded error correction parameter flag in the command data of the couch controller at motion start, output an error to the upper control, and prevent motion completion, and we intend to submit a correction/removal report under 21 cfr part 806 to prevent recurrence.

Manufacturer narrative:
The event was initially known at the site, but issuance of our internal preliminary complaint report ("potential complaint") was delayed, so ra/qa became officially aware later.